Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing pain at her scs ipg pocket site due to ipg migration. It was also reported the pt has lost a significant amount of weight. F/u identified the pt underwent surgical intervention to address the issue. No add'l info is available at this time.